Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a heavily calcified coronary artery. After rotablation was performed, a 2.75 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion due to the heavy calcium and the stent got jammed up on the balloon. The procedure was completed using a shorter stent. No patient complications were reported.